Manufacturer narrative:
Analysis of the archival sample was conducted on (B)(6) 2021 for compliance with the parameters established in product specifications zn-2014/htl- 810.02, rev. 26. During testing, particular attention was paid to needle patency and quality of needle. No deviations were observed in the archival sample which could cause the defect under complaint - the product meets the requirements of product specifications. The tests of customer sample were performed on (B)(6) 2022 for compliance with the parameters established in product specifications zn-2014/htl- 810.02 revision 26. The patency of cannula was verified by visual assessment in magnification on microscope with the same rules as archival sample. Light coming through the cannula was visible. There were no defects that could contribute to arising the problem under complaint in customer sample test.

Event description:
Patient felt as if they weren't getting enough insulin and started to use the same pen needles that they're used to. Caller has been using devices for about a week and is complaining that she isn't feeling the insulin reacting with her pen needle the way that it does with her old ones. Caller stated the insulin is not releasing and she can't have her blood sugar that high, indicating she is not receiving the full dose. She is not re-using same pen needle. Not injecting in scarred tissue and not near navel area.

Event description:
Patient felt as if they weren't getting enough insulin and started to use the same pen needles that they're used to. Caller has been using devices for about a week and is complaining that she isn't feeling the insulin reacting with her pen needle the way that it does with her old ones. Caller stated the insulin is not releasing and she can't have her blood sugar that high, indicating she is not receiving the full dose. She is not re-using same pen needle. Not injecting in scarred tissue and not near navel area.

Event description:
Patient felt as if they weren't getting enough insulin and started to use the same pen needles that they're used to. Caller has been using devices for about a week and is complaining that she isn't feeling the insulin reacting with her pen needle the way that it does with her old ones. Caller stated the insulin is not releasing and she can't have her blood sugar that high, indicating she is not receiving the full dose. She is not re-using same pen needle. Not injecting in scarred tissue and not near navel area.